Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as investigation confirmed it is a use related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the biomed had the control panel of arctic sun device that was having issues. Stated not able to complete touchscreen calibration and when get into manual control the panel stopped responding, they were running 2.2 software, and they asked the representative to update the graphics software to the latest version.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the control panel of arctic sun device that was having issues. Stated not able to complete touchscreen calibration and when get into manual control the panel stopped responding, they were running 2.2 software, and they asked the representative to update the graphics software to the latest version.